Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received emergency medical assistance due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 1,700 mg/dl at the time of the incident. The customer was treated with intravenous therapy. The customer experienced symptoms such as vomiting and loss of consciousness. The customer was wearing the insulin pump during the incident. The caller did now know if the auto mode was active during the event. Troubleshooting was not completed as this was a past event. The caller reported the customer passed away on (B)(6) 2020 due to high blood glucose, diabetic ketoacidosis, and weak heart. The customer was not wearing the insulin pump at the time of death. The customer's passing is being reported in a separate case. The insulin pump will be returned for analysis.

Manufacturer narrative:
This event was reported as a duplicate under case(B)(4), svn: (B)(4).